Event description:
I had strained a muscle in my back lifting a heavy pan from a oven that was eye level on a tuesday, in 2008 at a church function. The next morning, I woke up with a lot of pain in my back. I needed to go to work so I applied an icy hot patch on my back just right of my spine at my waist. That evening when I returned home from work, the patch had worked loose and I removed it. It was sore to the touch in the area that it was. Within hrs, a deep burning red appeared on my skin right on my waistline. I put neosporin on it. That night I could not sleep, it burned so badly. I have suffered with it throughout the week and kept thinking it would be better the next day. Well it is monday, and it is worse than ever. My clothes irritate it so badly and I keep a gauze pad against it to try to keep down irritation but it is of no relief. I am about to scream. I cannot concentrate at work or on anything else because it is so painful. I called my doctor this morning, but cannot get in until tomorrow at 12:50. I cannot hardly wait to see if he can give me something to ease this. It is awful!. Dates of use: still ongoing six days in 2008. Diagnosis or reason for use: back muscle strain.